Event description:
Patient reported cgm inaccuracy and reported the following discrepancy: cgm was reading at 250 mg/dl and blood glucose meter was reading at 160 mg/dl. At the time of the call to dexcom technical support, no medical intervention or injuries were reported and at the time of the call patient reported to be in good condition.